Manufacturer narrative:
Due to a correction to the fields f10 and h6 (patient codes (4)), this supplemental MDR is being submitted. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available.

Event description:
It was reported that there was a pleural effusion and phrenic artery perforation. During a watchman implant procedure, a versacross connect access solution kit was selected for use. There were two attempts to cross the septum. During the first one, tenting was confirmed to be adequate, but it was not successful due to not seeing the versacross rf wire cross, nor bubbles noted. Positioning issues were reported along with the versacross dilator. On the second attempt to cross, the tenting was deemed adequate, and the septum crossing was successful. The watchman device was then implanted with no issues. Post procedure, the patient became hypotensive and was discovered to have a pleural effusion. Therefore, a chest tube was placed to drain blood, and a computed tomography angiography imaging (cta) showed a phrenic artery injury (thought to be related to the transseptal crossing). Thus, the patient was submitted to a thoracotomy and admitted to hospital beyond standard of care and was stable by (B)(6) 2024, expected to make a full recovery. The device is not expected to be returned for analysis (disposed). In the physician's opinion, transseptal contributed to the complications because there was no other evident information related to the phrenic artery injury. On the review of the tee, another physician believed that the first transseptal attempt was too superior, and that is how the injury occurred.

Event description:
It was reported that there was a pleural effusion and phrenic artery perforation. During a watchman implant procedure, a versacross connect access solution kit was selected for use. There were two attempts to cross the septum. During the first one, tenting was confirmed to be adequate, but it was not successful due to not seeing the versacross rf wire cross, nor bubbles noted. Positioning issues were reported along with the versacross dilator. On the second attempt to cross, the tenting was deemed adequate, and the septum crossing was successful. The watchman device was then implanted with no issues. Post procedure, the patient became hypotensive and was discovered to have a pleural effusion. Therefore, a chest tube was placed to drain blood, and a computed tomography angiography imaging (cta) showed a phrenic artery injury (thought to be related to the transseptal crossing). Thus, the patient was submitted to a thoracotomy and admitted to hospital beyond standard of care and was stable by (B)(6) 2024, expected to make a full recovery. The device is not expected to be returned for analysis (disposed). In the physician's opinion, transseptal contributed to the complications because there was no other evident information related to the phrenic artery injury. On the review of the tee, another physician believed that the first transseptal attempt was too superior, and that is how the injury occurred.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. A separate problem report will be field for the versacross dilator. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.